Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had experienced an unexpected pump error during normal use.blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Unable to confirm motor position encoder error alarm due to overwritten history file. Pump received with cracked battery tube thread, cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.